Manufacturer narrative:
Initial reporter information was unavailable at the time of filing. Device lot number and UDI number unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a damaged driver. There was no patient present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the driver for the hex clamp was smooth and not rigid; when inserting it in the clamp it would not catch the screw. A medtronic representative (rep) felt that the damaged driver was a wear and tear issue.